Event description:
It was reported that cadd reservoir cassette: pump alarmed 'air in the line' per facility. No patient or clinician injury.

Manufacturer narrative:
Corrected data: g3: australia. B5 event description updated.

Event description:
Information was received indicating that the medication cassette had holes in it which resulted in leaking. It was reported that the issue was found after the patient filled the cassette prior to use. No adverse patient effects were reported.